Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An emboshield nav6 embolic protection system (eps) filter was deployed successfully, but the filter migrated during the procedure causing an embolism. The filter was removed without issue, and an unspecified balloon dilatation catheter was used to treat the embolism. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported migration was not able to be confirmed and the delivery catheter was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported migration. The reported patient effect of embolism is listed in the emboshield nav6 instruction for use, as a known potential adverse event associated with the use of embolic protective systems. In this case, it may be possible that the filtration element interacted incorrectly with the delivery catheter during the procedure and caused the embolism. Unfortunately, the analysis appears to be inconclusive due to the fact that the delivery catheter and associated devices were not returned.subsequently, the reported embolism is a result of the unintended movement that can obstruct blood flow through the artery requiring the additional therapy from the unspecified balloon dilation catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.